Manufacturer narrative:
The power supply was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the power setting knob on the power supply was detached and not returned. A pre-cautery test was performed on the device with a reference hemopro tool and extension cable. The device passed the pre-cautery test as the tool produced steam and heat during several activations and shut off when the toggle was released. Based upon the evaluation results, the reported complaint was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the knob detached from the power supply. A replacement device was used to complete the procedure. The hospital did not report any pt effects.